Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the pericardial effusion treated with surgical intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4. After implanting and deployment of the first clip and during preparation of the second clip, a pericardial effusion was noted. The second clip was implanted without any issues, reducing mr to grade 1-2. The pericardial effusion was noted to be more severe; therefore, a pericardial puncture was performed and catecholamines were given to stabilize a slight drop in the patients blood pressure. The bleeding, which was observed coming from a small cut in the roof of the left atrium, could not be stopped; therefore, the decision was made to convert to surgery. The cut was stitched, resolving the effusion. It was noted that visibility was poor and the cut was most likely caused by the tip of the cds during removal, after deployment of the first clip. The patient remained stable. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, the reported poor image resolution is related to patient anatomy or procedural condition as visualization challenge was experienced during the mitraclip procedure. The reported pericardial effusion appears to be related to patient morphology, pathology and/or user technique or procedural conditions, and unrelated to the device since there was no reported device issue or malfunction during the procedure. The reported hypotension appears to be a secondary effect of the pericardial effusion. The reported patient effects of hypotension and pericardial effusion, as listed in the mitraclip system instructions for use, are known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.